Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2024. On (B)(6) 2024, the patient noticed the sensor wire was missing from under the sensor pod and stuck in her skin. She went to the hospital with her mother that day. It was reported that the doctor attempted to remove the sensor wire (no specific information on how) but was unsuccessful. The doctor did confirm that the affected area was irritated and infected. The doctor prescribed the patient antibiotics (amoxicillin) and the patient went home the same day. At the time of the report, the patient's skin was still healing. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.